Manufacturer narrative:
It was reported that the surgeon opined the device may have been grasped at the tip of the needle. A 1.5 mm needle piece was removed from the patient. The surgeon opined that the broken needle was captured by the tissues and did not move. Corrected information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch je2965. Batch je2966. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and suture was used. During suturing the urinary bladder, the needle tip was broken and the missing piece remained in the patient's body. After the surgery, x-ray was performed and the needle tip was located between the peritoneum and fascia. The needle piece was removed by re-operation on (B)(6) 2015 and the patient was discharged with no problems. Additional information has been requested.

Manufacturer narrative:
(B)(4). The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.